Event description:
Consumer called to report their pt needing emt assistance as well as hospitalization after treating themselves from the readings of the plink meter. Showed signs of low blood sugar that escalated into seizures.